Event description:
Pt was admitted with right-sided hemeparesis and probable aspiration pneumonia. Prior to the procedure, the pt was intubated. During a thrombolysis of mca using a merci device, the end of the agility gw broke and separated in two pieces. The agility gw was inserted through the merci device without resistance. The wire had looped several times during advancement. It is possible that it kinked, but it was not obvious or apparent that it had kinked. Advancement of the wire required manipulation and torquing, but the physician did not feel that it was above and beyond what is normal. There was some resistance advancing the gw through the thrombus, requiring a back and forth motion with the guidewire. When the withdrawing the wire back into the merci device for removal, the experienced lab tech reported a little resistance. With removal, it was noted that the end wire was unraveled and the distal end of the wire was noted to be in the mca. No attempt to remove the separated wire was made due to the location of the device. After the event, the thrombus remained. It was reported that the vessel did open later after the administration of thrombolytic drugs. The pt remains in the intensive care unit. It was reported that the pt remains intubated, likely attributable to the aspiration pneumonia. There has been some movement of the pt's right extremities, which was not present prior to the procedure. The product was discarded and therefore is not available for analysis. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Cordis received a copy of cd for eval and review. Add'l info will be submitted within 30 days upon receipt. Enclosed a copy of the medwatch report from account.